Event description:
It was reported that during a supply change the user did not observe insulin drops while filling tubing, then received an alert 38 motor stall on the pump, after which supplies were removed, a dry run was performed, and a subsequent supply change with new cd infusion set supplies restored insulin delivery with insulin delivery resuming successfully. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor event, with mechanical issues identified during troubleshooting, and the user resumed therapy after replacing the cartridge, connector, and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.